Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly, the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 09/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/17/2016 with the following findings: investigation revealed that the battery compartment was cracked in two places. Unrelated to the original complaint, investigation revealed that the casing was cracked between the case seal and the keypad, and the display screen was dim, faded, and discolored.